Event description:
Boston scientific received information that latitude reported multiple red alerts for this system which included one for pacing impedances greater than 2000 ohms for this left ventricular (lv) lead. This patient reported receiving a shock when he stepped out of his car onto an exposed wire on the ground. A boston scientific field representative suspects it was a coincidence that the patient stepped on the wire while getting a shock from the device. System evaluation noted noise on the leads during the episode. They were unable to recreate the noise during isometrics and pocket manipulation. There is kinking of the lead body at the insertion point into the subclavian. The lv lead configuration was reprogrammed lv tip to can which produced normal pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead reamains implanted and no other adverse events have been reported. This product issue will be updated if additoinal information is received.